Event description:
It was reported by a call from the cardiac care unit rn and transferred tot he clinical support specialist (css) at 0300 (B)(6) on (B)(6) 2013 regarding a pt that had a 40 cc intra-aortic balloon (iab) placed through the sheath via femoral without issue approx 2 hours ago. The intra-aortic balloon pump (autocat2 wave, serial number (B)(4)) had been working fine, but now is alarming key board failure. The css had the rn check that the cord to the monitor was attached firmly on both ends and it was. The css had the rn power the pump off and back on again with no results. The pump still alarmed for key board failure. The css had the rn switch the pump out for another pump and when they started the new pump, it worked great. They are pumping on autopilot with no issues at this time. The delay in therapy was about 10 minutes. The rn reported that the pt tolerated it fine. They are now getting good augmentation and afterload reduction. The css told the rn that the original pump should be taken out of service and sent to biomed to be checked out. There were no pup strips generated for review. There was no report of pt death, complications or injury. No medical/surgical intervention was required. The pt outcome is stable. Per info received on (B)(4) /2013 from the field service rep (fsr) the pump was sent to biomed for service. The fsr sent a control head to biomed. The part will be returning.

Manufacturer narrative:
(B)(4).